Event description:
As reported, six years after the initial left tha surgery, the 64 year old female patient complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert and a revision was performed on an unknown date. Breakage and wear was observed in the retrieved tibial insert. No metallosis was found. There was no problem with the locking mechanism of the tibial tray. All proliferative tissue was removed and only the tibial insert was replaced. All parts/pieces were removed from the patient. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 02-010-03-0215 - (B)(6)- logic cr femoral cem, left sz 1.5 a10012 - 111040017008 - gps implant kit v2.

Manufacturer narrative:
H2: the revision reported, may have been the result of rotational mismatch between the femoral and tibial components and mechanical overload on the medial posterior edge of the tibial insert. Which, led to wear and/or fracture of the polyethylene insert. Contributions from the overall posterior tibial slope and potential ligamentous imbalances may have allowed for the excessive posterior contact. However, this cannot be confirmed, since the device was not available for evaluation. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years. Which may have contributed to the reported wear and/or fracture. Based on the images provided, it is unclear if the tibial insert was fully seated. Which, could have been another contributing factor. Additional information: h6: clinical codes.